Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the system shut down in the middle of a surgical procedure. Additional information has been requested.

Manufacturer narrative:
The customer reported that the system shut down in the middle of a case. There was no patient harm. The company service representative examined the system and found system message (sm) loss of ac power] in the event log. However, the company service representative was unable to replicate the reported event. As a preventive action, the power distribution printed circuit board (pcb) was replaced. The system was then tested and met all product specifications. The system was manufactured on june 18, 2004. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively as no functional problem was found. The manufacturer internal reference number is: (B)(4).